Event description:
Was told the fms-2000 was having problems in the o.r. In regards to the fms 2516 universal 3-spike disposable set exploding inside the unit while being primed and on another occasion the unit was being used on a pt in the o.r. When it exploded.